Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 460 mg/dl. The customer¿s current blood glucose was 307mg/dl. The customer treated with shots. The customer stated that she woke up this morning and blood glucose was still in 400 mg/dl. The customer also reported no delivery alarm. The product was not returned for analysis.